Manufacturer narrative:
This report is submitted on october 19, 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to non-auditory sensations with device use. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction : the correct "implanted date" is (B)(6) 2006, not (B)(6) 2006, as initially reported.